Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (infection); patient's condition affected effectiveness of device (retroperitoneal infection). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (retroperitoneal infection).

Manufacturer narrative:
Evaluation method: films. (B)(4).

Event description:
It was reported that approximately one month post implant the patient had left arterial occlusion with lower extremity pain requiring a femoral-femoral bypass which successfully resolved the event. The investigator assessment states that the event is not related to the study device or study procedure. It was also reported that six months post implant because of an ongoing retroperitoneal infection, the stent-graft material had infected and surgical intervention was suggested; however, the patient refused at that time and aggresive medical treatment was conducted. The event was unresolved and is continuing. The investigator assessment states that the event is not related to the study device or study procedure. It was reported that five months later the patient had an open surgery because of the ongoing infection effecting the abdominal aorta. An extra-anatomic bypass operation was performed with the extirpation of the stent graft.

Event description:
Films were received and their evaluation was completed. Pre-implant cta show that the neck is long, straight and contained thrombus. The neck diameter (flow lumen) measures approximately 15 x 20mm at the renal arteries, and 40mm below the renal arteries measures 13 x 15mm. The maximum aaa diameter measures approximately 5.5mm, and contains large amounts of thrombus which is irregular in shape ("dissected" thrombus); the flow lumen measures 1.5cm max. The distal aorta contains some calcification and the iliacs are relatively straight. Implant angiograms showed that a tube graft was inserted via the right side; the proximal graft margin was placed approximately 4cm below the renal arteries, and extended distally to just above the distal aorta. The od of the tube graft varies from 17 - 19mm. No obvious endoleak or any stent graft issues were seen, and there appeared to be adequate distal flow bilaterally. Secondary angiogram images post index procedure showed that the 3 distal stents on the tube graft had dilated to approximately 31mm, and there is a distal type I endoleak. From the left side a bifurcate was implanted above the tube (approximately 1cm below the renal art eries) and extended into the left common iliac artery. A contra limb was placed aligned into the gate and into the right common iliac artery. Both limbs extended approximately 3cm below the tube. Stenosis was seen in the left external iliac, and a stent was placed. Final angiogram shows no obvious endoleak or any stent graft issues, and there appeared to be adequate distal flow bilaterally. Follow-up cta five months post index procedure showed that the od of the bifurcate (approximately 3cm below the renal arteries) measured 15mm. The bifurcated ipsilateral limb was found occluded distally beginning just below the flow divider; approximately 10cm below the renal arteries. The limbs were both constrained within the 2cm diameter tube graft; the ipsilateral limb was compressed nearly flat to 4mm x 14mm. The ipsilateral limb completely re-opened distal to the tube graft, but remained occluded distally to the left hypogastric. The contra limb was not compressed and remained patent. A fem-fem bypass graft is also visible. The cause of the occlusion appears to be due to tight placement of the limbs within the tube graft which was also compressed within the small and thrombosed aorta. In addition, a likely air bubble (possible infection sign), measuring 5mm x 2mm x 15mm in length, was seen within the distal section of the tube graft. Follow-up films during the reported ongoing infection were not provided.